Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a bd facscelesta bvr - 660344 of waste leakage at the bottom of instrument, which was not contained. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 3 complaints related to this issue of a waste leaking underneath and not contained within the instrument. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part # 660344 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the waste leak found under the celesta instrument was due to a bad pressure switch. The switch monitors the flow of fluidic pressure through the system and powers on and off the aspirator pump. This issue was confirmed by the fse (field service engineer) and replaced the switch, including the fluidic line/tubing connectors to prevent further leaks. The replaced parts were from non-inventoried stock parts that are not returnable for evaluation, therefore were discarded. After performing a calibration and performance check tests on the entire system the fse found no leaks and was running as expected. Although the leak was waste and with the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. In review of the facscelesta risk document the severity level is rated an s-5, or catastrophic, however no user was harmed or injured due to the safety precautions of wearing proper ppe (personal protective equipment). The fse cleaned and decontaminated the waste leak safely and properly. After the repairs, the instrument was calibrated, tested, rebooted and is functioning as expected. Though safety risk can be catastrophic, s5, there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: n/a. Work order notes: subject / reported: leaking from inside the machine. Problem description: caller says fluids are dripping from behind the front door. Caller says its a lot of fluid leaking out. Work performed: arrived on site to complete celesta non-emergency call on (B)(6) located at (B)(6) . ... Replaced quick connect for "fluid in" and "waste". Decontaminated the area due to the waste fluid leak. The parts used were not on inventory. No one was injured or suffered any harmful symptoms due to the leak. Ran cabs to align optics including course alignments of all lasers to obtain desired performance. Checked sheath pressure ok at 4.5psi. Adjusted sample flow rate to normal levels-¿./ ran cst baseline and performance test...both passed. I completed the service call as per (doc. No. (B)(4) rev. 01, rev. 02). Parts used were not on inventoried. Cause: defective pressure switch. Solution: the instrument is testing without errors and I have returned (B)(6) to the lab for normal use. (Panels are currently being loaded.). I used laser power meter model: coherent part # 500003780 serial number (B)(6) and heise gauge- model: pte-1 part #335618 /serial (B)(6) and digital multi-meter model: fluke 115 part# 98-10248-00 serial# (B)(6) calibrated equipment furnished by bd. The current software version level that the device is running is facs diva v8.0.1.1 no RMA parts. Returned sample evaluation: a return sample was not requested because the replaced parts were not returnable and discarded. They were from non-inventoried stock. Risk analysis: risk management file part #10000196518 revision 03 / version f ¿ ice program risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Hazard ID: 2.1.1. Hazard: uncontrolled release of biohazardous fluids. Cause: waste pathway component failure. Harmful effects: exposure to environment. Risk control: instructions for fses to inspect all tubing and connectors on preventive maintenance calls. Hydrophobic filters installed on waste tank vent and the sample vent. Implementation verification: facscelesta service manual includes section on how to replace and maintain the waste line fluidics. Effectiveness verification: eco approval. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: afap. New hazard: none. Hazard ID: 3.1.5. Hazard: fluidic failure. Cause: leaks from component failure, particularly droplet containment system. Harmful effects: biohazard spill. Risk control: 1) component spares where applicable. 2) manufacturing system testing. 3) service preventive maintenance procedure. Implementation verification: 1) pm spares kit p/n 657678. 2) final packaging oms. 3) service manual to include section to inspect dcm pressure switch for any leaking. 4) fluidics tray will capture any initial leakage. Effectiveness verification: label approval. Probability: 1. Severity: 5. Risk index: 5. Residual risk evaluation: afap. New hazard: none. Mitigation(s) sufficient: root cause: based on the investigation results the root cause was due to the pressure switch. Conclusion: based on the investigation results, the root cause of the waste leak under the facscelesta instrument was due to a worn pressure switch. This was confirmed by the fse before he conducted all the repairs, resulting in no adverse leaking issues. After the repairs, the instrument was rebooted, tested, and was functioning as expected. The safety risk level is catastrophic, s5, however there was no impact to customer health or safety.

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscelesta¿ flow cytometer. The following information was provided by the initial reporter: it was reported that there is leaking from inside the machine. Are you using this for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Additionally, on 2020-8-4 the fse provided the following additional information: leak was waste & per email from fse it was before the waste tank (not mixed with waste or a decontaminate).

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscelesta¿ flow cytometer. The following information was provided by the initial reporter: it was reported that there is leaking from inside the machine. Are you using this for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Additionally, on 2020-8-4 the fse provided the following additional information: leak was waste & per email from fse it was before the waste tank (not mixed with waste or a decontaminate).